Event description:
Reportedly, midaway through the firing sequence, the instrument's knife blade fractured. As a result, the surgeon repaired the incomplete staple line by laparoscopically suturing the anastomosis to completion, which extended the surgery by 1 hour. Procedure: laparoscopic gastric bypass. Pt status: no pt injury reported.